Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/03/2015 with the following findings: the keypad was peeling from the bottom to the "ok" key. The keypad was also torn at the up key. All of the keypad buttons were responding. Contamination was found underneath all of the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the keypad had contamination on the button contacts. This report is made based on results of investigation completed on 09/03/2015.